Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the ins was turning off by itself. Patient stated yesterday her back was burning something awful, patient obtained controller which indicated stim off. Patient turned stim back on, but 15 minutes later, ins turned stim back off by itself. Pss asked and patient confirmed she had not made any adjustments to ins adjustments. It was confirmed that the as was not enabled. Patient confirmed group a had program 1 and 2 but only program 1 was on. Pss assisted patient to turn both programs on during call. Pss asked if patient felt relief from stim and patient stated they did not feel anything right now but confirmed both programs were on. At call closure, both programs had stim on and equipment appeared to be working as intended. Pss recommended patient call hcp for further troubleshooting if issue continues.